Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 22 mg/dl. The customer treated with cranberry juice and (B)(6). The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported having 22 mg/dl on blood glucose meter but it did not show this low blood glucose level on the sensor. Troubleshooting was done. No additional information was provided.